Event description:
A nurse reported that the fiber of the light probe melted during a procedure. There was no pt harm as the product did not come into contact with the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).